Event description:
It was confirmed that the extension was being sent back to the device manufacturer.

Event description:
It was reported that during implant, high impedances were measured on electrode three. The extension was disconnected and reconnected, but the impedance of electrode three remained out of range. The extension was replaced and a new extension was implanted. Impedances were measured to be normal with the new extension. All was well after the extension was replaced. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical product: product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6) explanted: 2015-(B)(6), product type: extension. (B)(4).